Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 540 mg/dl at the time of incident and current blood glucose level was 300 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was using auto mode. Customer stated that they performed self-test and it passed. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.